Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after a hernia procedure where this device was implanted, the patient experienced severe pain, recurrence, infection, fistula, and excision of mesh. After the original procedure additional surgeries were performed, including removal.

Manufacturer narrative:
Correction: h6 (device code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after a hernia procedure where this device was implanted, the patient experienced severe pain, recurrence, infection, fistula, adhesions, inflammation, allergic reaction, obstructions, seroma, perforation, and abdominal pain. Post-operative patient treatment included mesh removal, revision surgery, and medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after a hernia procedure where this device was implanted, the patient experienced severe pain, recurrence, infection, fistula, adhesions, inflammation, allergic reaction, obstructions, seroma, perforation, abdominal pain, labs abnormal for wbc; low kidney values; deranged blood chemistries, foreign body response, drainage from navel, wound with yellow purulent drainage, abnormal skin, omental bleeding. Post-operative patient treatment included mesh removal, revision surgery, medication, pain medication, cauterization of wound, repair of hernia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after a hernia procedure where this device was implanted, the patient experienced severe pain, recurrence, infection, fistula and adhesions. Post-operative patient treatment included mesh removal.